Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient's tremors suddenly got worse since 1-2 weeks prior to date notified. A meeting and adjustment from a manufacturer representative (rep) was requested, with the patient currently in hospice care at home. A rep was then notified to be able to assist the patient. No further complications are anticipated. The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
Updated after receipt of explanted device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID (B)(4) lot# n402768 serial# implanted: (B)(6) 2013 explanted: product type adapter product ID (B)(4) lot# serial# unknown implanted: explanted: product type accessory h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID (B)(4) lot# n402768 implanted: (B)(4) 2013. Product type adapter product ID (B)(4). Product type accessory: the implantable neurostimulator (ins) passed functional testing. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Conclusion code (B)(4) has replaced code (B)(4). Result code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Type of reportable event updated from serious injury to malfunction based on additional information received. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp), reporting that the patient was in hospice due to an unrelated adverse event. No further patient complications have been reported as a result of this event.